Event description:
It was reported that when using the bd pyxis¿ medstation¿ es windows had been corrupted. The reimage was performed but the synchronization procedure was failed. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the windows was corrupted and out of service. A reimage was performed, but the synchronization procedure failed. The technical support specialist (tss) found a data sync failure and used the change speed and duplex on remote support service command shell knowledge article. The data sync completed successfully, and the customer verified functionality. The system functioned as intended after the technical support specialist resolved the issue on the device.